Event description:
Patient was revised to address loosening of the tibial tray at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
As no samples were returned the retained samples were tested. They were conditioned at an ambient temperature of 23 deg c. All mechanical properties were reviewed and they were all within specification. The device history records for both of the provided cement lot codes were reviewed; lot code 3264248 found no non-conformances and final micro and sterility tests passed. Lot number 3255455 found one unrelated non-conformance for this batch, final micro and sterility tests passed. A search of the complaint database found no additional reports for all of the product and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.